Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, reported as ¿white milky stuff in tube¿ and ¿slight off form¿. The cause of peritonitis was not reported. It was reported the patient presented to the hospital and was sent home with intraperitoneal vancomycin (dose, frequency and duration were not reported) for treatment for the event. At the time of this report, the patient was recovering from the event and was reported as doing ¿very well¿. Pd therapy was ongoing. No additional information is available.